Event description:
A customer contacted baxter's technical service center to request a swap of the homechoice machine for an overfill in night dwell 1 of the pervious therapy. The home pt (hp) was experiencing abdominal discomfort, abdominal distention, and abdominal bloating at the time of the overfill the previous night. The hp reported draining 3600 ml in a manual exchange using ultrabags. The hp's programmed fill volume is 2500ml. The hp did not have any alarms and did not perform any bypasses. The technical service rep (tsr) contacted the hp's doctor and explained the therapy log. The tsr also explained to the dr that the hc machine should be swapped the same day. The ultrafiltration (uf) reading through the last cycle completed was - 1819 and the reported uf the previous day was 564. The hp uses 2.5% dextrose concentration. Product surveillance followed up with the home pt regarding this issue. He stated therapy is going well with his replacement machine and all symptoms reported were relieved when he manually drained the solution. There was no pt injury or medical intervention associated with this report.